Event description:
It was reported that the right atrial lead (ra) exhibited high out of range pace impedance measurements. Subsequently, the lead was explanted and successfully replaced with another lead. It was noted that upon visual inspection of the lead, no issue was identified. The lead and header connection was checked and was intact. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 240 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that the right atrial lead (ra) exhibited high out of range pace impedance measurements. Subsequently, the lead was explanted and successfully replaced with another lead. It was noted that upon visual inspection of the lead, no issue was identified. The lead and header connection was checked and was intact. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.